Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.,other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the isa is showing 115% etco2 when ventilator settings is at 40% o2. No consequences or impact to patient were reported.